Event description:
Same case as MFR report#: 3005099803-2008-07014. It was reported that during a bile duct stenting treatment procedure, the stent was unable to advance along the guide wire. An rx stent 8.5 x 12cm had been selected to treat an unspecified lesion in the bile duct. The stent delivery system was advanced over a jagwire guide wire; however, the stent was unable to fully advance over the guide wire, as resistance was encountered at 10cm from the distal end of the delivery system. A jagtail extension was added to the jagwire and the rx stent/8.5 x 12 cm was still unable to fully advance over the guide wire. The stent was exchanged for another of the same device and the same malfunction occurred. The procedure was completed with a third rx stent/8.5 x 12cm stent. There were no pt complications reported with the pt's current condition listed as "good".